Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "check in 10 hours" message on the same day of wearing the adc freestyle libre sensor. The customer further reported experiencing a loss of consciousness and was incapable of self-treating. The emergency service (911) was called due to low blood sugar. The hcp diagnosed customer with hypoglycemia and administered IV glucose drop for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The sensor (B)(4) was returned and investigated. Performed visual inspection on the returned sensor; no issue was observed. The sensor plug was returned and was fully seated. Extracted data using approved software, the sensor was found to be in sensor state 5 (indicating normal termination).  Removed plug and inspected plug assembly, no failure mode observed. The sensor was reprogrammed, and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported receiving a "check in 10 hours" message on the same day of wearing the adc freestyle libre sensor. The customer further reported experiencing a loss of consciousness and was incapable of self-treating. The emergency service (911) was called due to low blood sugar. The hcp diagnosed customer with hypoglycemia and administered IV glucose drop for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.